Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "loosening of acetabular shell. Revision right total hip. Revised acetabular [components] and femoral head only". Rep indicated that the patient was revised to stryker and competitor devices.